Event description:
It was reported that (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that according to nurse, the surgeon used a 355ld trocar in a laparoscopic cholecystectomy procedure. Per the nurse, the pt developed a hematoma and had to be transfused. There was extended or time and hosp stay for the pt. At this time, no other details are known and will obtain more info.